Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. In this case, the stent delivery system (sds) was not returned for analysis which may have aided the evaluation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. However, it was reported the lesion was not pre-dilated prior to implantation of the stent. It should be noted the xience v instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. It is possible that the failure to pre-dilate the lesion may have contributed to the difficulties deploying the stent; however this could not be confirmed. It was reported thrombus was noted to be completely occluding the stented segment of the vessel. Medication was administered to ease the thrombus. It should be noted that thrombosis is a known adverse events of coronary stenting as listed in the xience v instructions for use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to deploy for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined. All sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.5 x 12 mm voyager nc; guide wire: bmw, rinato. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a diffuse, 90% stenosis in the mid left circumflex with moderate tortuosity. As there was no calcification, direct stenting was performed and a 3.0 x 28 mm xience v stent was deployed at 16 atmospheres (atm). Post-deployment the timi flow was good, but the conformability of the mid-segment of the stent was not good with incomplete apposition. Post-dilatation was performed with a 3.5 x 8 mm nc balloon at 14 atm to correct the incomplete apposition of the stent. After post-dilatation, during an angiography check, thrombus was observed to be completely occluding the stented segment of the vessel. To ease the thrombus, tirofiban was administered, but positive results were not observed; therefore, an injection of integrillin was given, and in a few minutes the blood flow was restored with good result. No additional information was provided.